Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient. The rep reported that the controller screen displays a ¿settings not available¿ message, and their tablet displays an ¿out of regulation¿ message. The rep stated that all impedances are orange (avoid) except contacts 5 and 6. They mentioned that they will try and reprogram to give the patient good coverage without getting the oor message. No further complications or patient symptoms were reported or anticipated. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that they are unsure why the impedances were high. They noted that they were appearing on the quad lead. The rep stated that they worked around those contacts with a different configuration, and the patient was getting good stimulation. No further complications were reported or anticipated.